Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an anthem knee implant surgery the femoral impactor cr broke. The procedure finished with a smith and nephew backup device. Surgical delay less than 30 minutes. Patient injuries were not reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the device confirms that the impactor body has fractured. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. The device was manufactured in 2016. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.